Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a novasure endometrial ablation on (B)(6) 2013 was uneventful. The patient went to the emergency room complaining of abdominal pain on the evening of (B)(6) 2013. The patient had a fever of 103 degrees fahrenheit. A computed tomography scan revealed free fluid. The patient was admitted into the hospital on (B)(6) 2013. The physician performed a dilatation and curettage. A urine culture revealed colonies of group b streptococcus. The patient received antibiotics and was still experiencing episodes of fever and pain. The patient's fever then decreased and she was discharged home on (B)(6) 2013.